Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that 12 days following a cataract extraction with intraocular lens (iol) implant procedure, the patient was treated with tobradex. One month following the procedure, the patient's vision had decreased and underwent laparoscopic surgery. Abrupt eye pain and visual loss occurred approximately one week later. Additional information was requested; however, the facility was unwilling to provide further information.